Event description:
As reported by the user facility: details of complaint (reported issue): when using for treatment in oncology, flow appeared at the first injection site. The injection site is fixed to the tube and it is impossible to tighten. The tube was retained for complaint eval. A change of tubing had to be done, which delayed treatment for the pt as well as exposing the nurse and the work environment to cytotoxic product. Problem frequency: a few times. Pt injury: no.

Manufacturer narrative:
(B)(4). One used primary set, one used caresite valve, part number # (B)(4) attached to an unk extension set, was received for eval. No mfg defects were visually noted. The samples were tested according to specification with passing results. No leakage was observed. A review of the nonconforming lot report database was performed for the involved component and there were no abnormalities or non-conformances of this nature noted during in-process or final product inspection. Multiple attempts made to facility and the reporter to obtain add¿l info and lot number have been unsuccessful. Although the sample met specification, enhancements have been made to the caresite luer access. Enhancements include molding at a higher temperature to reduce residual stresses and enhancement to add increased compression to the bottom seal in order to reduce potential for leakage. A follow up report will be filed if the lot number or add¿l pertinent info becomes available.